Manufacturer narrative:
Concomitant medical products: 1888tc lead; implanted: unknown; 7120q lead; implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a suspected shock for possible rapid ventricular response as there was an atrial arrhythmia in progress at time of therapy. The device remains in use. No further patient complications have been reported as a result of this event.